Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. It was reported that during delivery the physician used an angled pigtail to get access to the left ventricle with some difficulty accessing across aortic valve. The device would not make a right angle into ascending aorta. The device was replaced with another impella 5.0, this device was implanted successfully. It was noted that the anatomy of the brachiocephalic/aorta angle was very torturous. No further information is available.

Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella 5.0 was returned for investigation. No visual damage was found during inspection of the returned pump. The patient's condition most likely contributed to the inability to insert the pump. The cause of the issue was patient condition related since the ascending aorta was difficult to navigate